Event description:
Customer reported meter results of 522 mg/dl and 51 mg/dl within 10 minutes, 300 mg/dl and 60 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms of hypoglycemia, which her husband assisted her in treating. No adverse event reported. A request was made for the return of the system, replacement was sent.